Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customers allegation of compromised image issue was confirmed and was due to the charged cable device unit being cut. Additional findings are as follows: (a.) Defective circuit or shielding configuration was found , (b.) Adhesive on the bending section cover or distal end (a-rubber) had a chip, (c.) Due to wear of the angle wire, bending the angle in the up direction does not meet the standard value, (d.) Due to damage on the channel tube, the forceps could not be inserted smoothly, (e.) Due to damage on the channel tube, the channel cleaning brush could not be inserted smoothly, (f.) There was no electrical continuity due to damage on the distal end, (g.) The control unit had a scratch, (h.) The grip had a scratch, (I.) The angulation lever had a scratch, (j.) The up/ down plate had a scratch, (k.) The insertion tube rotation ring had a scratch, (l.) The universal cord had a scratch, (m.) The suction connector had a scratch, (n.) The scope connector cover unit had a scratch, (o.) Due to wear of angle wire, bending angle in up direction does not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred by breakage of the image sensor unit, failure of the circuit board in the video connector or malfunction of the system side. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had a bad image. The event occurred during the procedure. The procedure was completed. There was no patient or user harm associated with the event. The device was returned to service where evaluation found the device was not displaying an image. This report is being submitted for the reportable event found at evaluation.